Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the stent remains in the patient. Thrombosis and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4) a partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that on (B)(6) 2016 the 3.25x38mm xience alpine stent was implanted in the proximal left anterior descending coronary artery. There were no device issues during the coronary stenting. The stent was post-dilated and the patient had a good outcome. The patient expired while fishing on (B)(6) 2016. The physician has no information about the patients compliance with dual antiplatelet therapy. The physician assumes stent thrombosis occurred due to the patient history of a chronic total occlusion in the right coronary artery and collateral circulation to the right side of the heart. It is unknown if an autopsy was performed. No additional information was provided.